Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue part of a minicap transfer set was damaged. The minicap transfer set had been in use for half a year. This event occurred after use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A partial device was received for evaluation, but was not intact. Partial tubing/bushing to patient adaptor and pull ring only were received. A photograph of the sample was also received. Visual inspection identified discoloration to the patient adaptor on the actual sample and attached photo. The twist clamp was not included in the partial sample or photo sample. The reported issue of damaged was not verified due to the condition of the received sample. The sample did not meet specification. Should additional relevant information become available, a supplemental report will be submitted.